Event description:
The right femoral artery sheath was exchanged for a 18 french sheath. Through this sheath, the aortic valve was crossed and simultaneous pressures were obtained from the left ventricle and the aortic root. During the deployment of the stiff wire in the left ventricle it was noted with the patient's blood pressure dropped suddenly and left ventricular rupture with pericardial tamponade was diagnosed. It is currently unknown if this was an issue with the product or a user error. It is currently believed that the wire was defective.